Event description:
A medtronic representative reported that on (B)(6) 2015, patient was affected in surgery. Dr. (B)(6) placed the screw successfully in a open cervical thoracic fusion (c1-t1). Navigation was done being used after the screw placement. Surgeon was preparing the anatomy for placing a non-?medtronic (synthes) interbody implants and the patient started bleeding. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).